Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00518 and 00519) submitted for events related to the same patient.

Event description:
Approximately eighteen months post heartware lvad implantation, the patient was reported to have been found unresponsive at home. Emergency medical services (ems) was called, and it was reported that upon arrival, they found the controller alarming with a high priority alarm and a controller failure message displayed on the screen. Ems performed an emergent controller exchange. The patient was found to be in a cardiac rhythm of pulseless electrical activity (pea) and was transported to the emergency department. The patient was resuscitated, intubated and mechanically ventilated as well as placed on ECMO. The patient subsequently expired two days later. Review of the controller log files confirmed a "controller failed" alarm at the time of the reported event. The cause of death was reported to be heart failure. An autopsy was performed; however, the results were not provided. The pump was explanted and is being returned along with the peripherals for further analysis. This event was reported via the (B)(4) clinical study as a "suspected thrombus" related to the heartware device and the patient's condition by the study coordinator; however, upon further investigation, the physician stated that there was no evidence of thrombus. Additionally, review of the controller log files does not reveal any evidence of thrombus. Of note, it was reported that two days prior to the reported event, the patient dropped his controller and the vad had become disconnected (MFR report # 3007042319-2013-00518). At that time, the patient reconnected the driveline, the controller powered up and the pump restarted. The patient refused to seek medical attention following the event. Review of the controller log files shows that the controller and pump were running normally with no evidence of alarms between the two reported events. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was found unresponsive with a controller failure alarm. A controller exchange was performed by ems and the patient was transferred to the hospital where he was placed on ECMO. The patient had worsening hypotension, hypoperfusion, hypoventilation and cardiogenic shock with multi-organ system failure. Support was withdrawn and the patient subsequently expired. The pump ((B)(4)) was returned to manufacturer for evaluation; however the controller ((B)(4)) was not returned despite multiple attempts to obtain it. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The pump passed visual examination and functional testing; post-explant engineering analysis did not reveal any conditions that could have cause or contributed to the reported event. Additionally, independent pathology analysis did not reveal any complications or thrombus within the device. A review of the controller log files revealed a 'controller failed' alarm followed by a 'controller fault' alarm which correlates with the reported event. Further analysis of the controller log files identified behavior indicative of induced electrostatic discharge which likely contributed to the reported event. The manufacturer has an open internal investigation to evaluate these types of issues. The most probable root cause of the reported 'controller failed alarm' event is due to electrostatic discharge (esd) which caused data corruption in the pump motor controller and consequently resulted in the pump stop. The most probable root cause of the reported 'clinical adverse event' may be attributed to the patient's multifactorial health problems resulting from the pump stopping. Heartware distributed a field safety correction notice (fsca apr2013) following two incidents of patient deaths where the electrostatic discharge (esd) was suspected to cause or contribute to data corruption in the pump motor controller (pmc) resulting in a loss of commutation. Heartware has not demonstrated conclusively that esd caused the events in the field; only that symptoms are consistent with an esd challenge replicated in the laboratory. Static electricity is widely present and more so in certain conditions such as in drier environments and in the vicinity of certain materials and fabrics such as silk clothing and carpeting. Discharge of static electricity commonly referred to as electrostatic discharge (esd) may interfere with electronic equipment. The heartware® controller, as a piece of electronic equipment, is susceptible to esd. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd. Fsca apr2013. One was issued as an expansion of fsca apr2013 in order to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).